Event description:
Customer reported via phone, the insulin pump was alarming motor error. Customer declined troubleshooting and stated, he wasn't having any issues and would call back if issues occurred. Customer hung up before further information could have been gathered. The device is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.